Manufacturer narrative:
Section d information references the main component of the system and other applicable components are: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2015 product type lead product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: (B)(6) 2015 product type. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain, non-malignant pain, and failed back surgery syndrome. It was reported that the percutaneous leads of the patient¿s first system migrated in 2015 and were replaced with a surgical lead.

Event description:
Additional information was received from a manufacturer's representative (rep). It was reported that the patient had a second lead implanted after the original had migrated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.